Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered shock therapy when not required. The patient was in a supraventricular tachycardia (svt). Therapy was exhausted and the patient remained in svt. Consequently, the patient was hospitalized in the intensive care unit (ICU). Additional information has been requested. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that programming changes were made to the tachy zones and the situation was resolved. No additional adverse patient effects were reported. The system remains in service.